Manufacturer narrative:
The manufacturer previously reported section h1 as "malfunction" and should have been reported as "serious injury". Also, section h7 and h9 were missing from the previously submitted report.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused sinus problems. The patient did receive medical intervention in the form of antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.